Manufacturer narrative:
This event occurred at national cerebral & cardiovascular ctr. In osaka, japan. Section a: privacy laws in the event country prohibit sharing identifying patient information. Patient information should have been removed from the initial report. Manufacturer's investigation conclusion: the report of water ingress into the patient¿s shower bag could not be confirmed as the product was not returned for evaluation and no images of the reported event were provided. No alarms were reported for this event. A no-charge replacement bag was ordered. It was later reported that the hospital could not find the shower bag anymore. The patient remains ongoing on ventricular assist device (vad) support and no further issues have been reported. The hm3 IFU and hm3 patient handbook state in the caring for wear and carry accessories sections that wear and carry accessories should be periodically inspected for damage or wear. If an accessory appears damaged or worn, do not use it. Call your hospital contact for a replacement. The IFU and patient handbook also provide instructions on using and assembling the shower bag. Review of the device history records for the shower bag, lot#: 6975661 showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the inside of shower bag got wet after taking a shower.